Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of tissue damage is listed in the perclose prostyle instructions for use as a known adverse event associated with use of suture mediated closure devices. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a cardiac ablation procedure using a 8f sheath. Reportedly, the plunger was pushed down at step 3. Then, lever was attempted to be closed at step 4 to remove the device; however, the lever could not be closed completely. The anterior wall was confirmed via echo. When the device was attempted to be pulled while the lever was pushed strongly, the device could be removed out of the anatomy. The subcutaneous tissue was noted to be caught in the posterior foot; therefore, the physician thought that the one side of the foot had not been inside the vessel. The suture was cut and removed. The guide wire was re-inserted, and a new prostyle was used to achieve hemostasis without issue. There was no adverse patient effect. The physician thinks that the reported issue was not related to the device, as it is thought that the issue was due to the procedural factors. No additional information was provided.